Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during intraocular lens (iol) implantation using an ophthalmic system, the reflux function did not work. Despite appearing activated on the screen, the surgeon confirmed that suction was not released. The surgeon subsequently discontinued continuous irrigation and manually disconnected the aspiration line from the irrigation/aspiration (I/a) handpiece to release the suction. The procedure was completed on the same day with no impact to the patient.